Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a pressure sensor autozero failure occurred. The customer informed the remote service engineer (rse) that the data acquisition (da) printed circuit board assembly (pcba) was seated properly, and the solenoids were recently replaced. The rse provided the customer with the part number of the da pcba to order and replace. Investigation is ongoing

Manufacturer narrative:
It was reported that a pressure sensor autozero failure occurred. At a later time, the customer replaced the solenoid valves once more to resolve the reported issue. The customer replaced the solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.